Event description:
It was reported that the reporter was worried that the impedance between the case and contact two was lower than the other unipolar impedance measurements. It was noted that the patient was programmed with the case positive and contact two negative for therapy. It was noted that when an impedance check was performed, everything showed up high except for location 2. It was noted that the system was one month old and there were no high impedances at the connection date. The stimulation had not been turned on for about a month. It was noted that the reporter was not aware of any adverse or abnormal stimulation side effects, although it was noted that the patient was deaf and blind, so they were unable to provide feedback. It was noted that impedances were high on individual contacts 0, 1, and 3 and between pairs (0 and 3) and (1 and 3); with the impedance values measured as 2253, 2047, 2309, 4521, and 4253 ohms, respectively. It was reporter that the patient seemed to be getting therapy but was not articulate so it was not possible to confirm with the patient.

Manufacturer narrative:
Concomitant medical products: product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID: 3387s-40, lot# va0405a, implanted: (B)(6) 2012, product type: lead; product ID: 37642, serial# (B)(6), product type: programmer, patient concomitant system: product ID: 3387s-40, lot# va0405a, implanted: (B)(6) 2012, product type: lead; product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID: 37603, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. (B)(4).